Manufacturer narrative:
(B)(4). The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted; however, the insulin pump was unable to prime during the prime test due to damage to the force sensor resistor by moisture. The motor was tested outside the device and passed. The unit was received with corroded battery cap contact. The device was received with a cracked case at display window corners and cracked battery tube threads. It was also received with a minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 131 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.